Event description:
Rptr alleged the customer obtained a discrepant result of 339 mg/dl back to back with another result of 123 mg/dl within 10 mins on the active s system. Rptr stated he was not experiencing any hypoglycemic or hyperglycemic symptoms during that time. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.